Event description:
Patient reported that after five years of using the morphine pump it was replaced with a new infusion pump that has a larger reservoir volume to reduce the time off from work for refill appointments. The patient reported pain relief is still adequate, however, has experienced spasms, abdominal shaking, and sensitivity to touch. Physician prescribed oral baclofen 10mg tid, however, pt becomes too weak, and is looking for additional options, and interventions for resolution of recent changes to therapy. Additional information has been requested from the hcp, and a follow up report will be sent if new information is received.